Event description:
Customer reported an issue with the pm 9000 express monitor which may have affected co2 readings. No patient injury was reported.

Manufacturer narrative:
Service representative replaced the units tubing and water receptacle. Calibrated co2. Functional and safety tested to factory specs.